Event description:
Event described as: the clip applier is not working properly; it won't clip. Complaint received from repair service. No further info available. No pt injury reported.

Manufacturer narrative:
No device is available for investigation. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.